Event description:
It was reported that the right ventricular (rv) lead has always had high thresholds so it was capped and replaced at the time of battery replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implanted: 2009 (B)(6). (B)(4).